Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powers up to a blank display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's color cable was removed and returned. The malfunction could not be duplicated after extensive testing. The color cable was scrapped. Analysis for reports of this type has not identified an increase in trend.